Event description:
During evaluation of a returned spectrum iq pump, the device speaker failed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device speaker failed. The cause was identified to be a loose speaker, the rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.